Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that there was issue with system and that the observed discrepancies could be attributed to lag between sg and bg inherent to the sensing technology. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment. Post re-link, the bg values entered as calibrations and manual entries fit sg trends well. The user was advised to continue using the system and enter calibrations with the exact value reported by their bg meter. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.